Event description:
Per the audiologist, the patient reportedly hit the site of the implant (B) (6) and began complaining of decrease in speech. The results of an integrity test (B) (6), 2009 showed the device was not functioning to specifications. A cg scan, (B) (6), 2009 suggests the array has migrated. Reimplantation was recommended, however had not been scheduled at the time of this report, march 31, 2009.

Manufacturer narrative:
(B) (4).